Event description:
It was reported that the patient presented with complaints of dizzyness. The right ventricular lead exhibited impedance less than 200 ohms and there was no capture at 7.5 v. The lead was fractured due to subclavian crush syndrome. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.